Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced natural weight loss resulting in the implantable pulse generator moving around in the pocket site. A pocket revision was performed on (B)(6) 2022 wherein the ipg was secured deeper into a new layer of tissue within the same current pocket site. Patient was stable.